Event description:
A medtronic rep reported that the system turned on correctly, however, 20 minutes into a craniotomy, at registration, the display went black, computer fan turned off, and the video splitter active light went off. Following trouble-shooting with a medtronic technical services rep the surgeon discontinued navigation. The procedure was completed without the stealthstation treon guidance system. There was no impact on the pt outcome.

Manufacturer narrative:
Product services determined that this computer type does not have a constantly running fan so it does not appear to be an issue with power but with video signal. To date, no parts/files have been returned to manufacturer for evaluation.